Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system left monitor would not work. No patient injury was reported.